Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. The patient called about the same issue stating that it stopped working out of nowhere and they had it replaced 2 weeks ago. They just talked to their manufacture representative (rep) who said it would be diagnosed when it was analyzed. Patient services reviewed that the patient should consult with their healthcare professional (hcp). Additional information was received from the rep on (B)(6) 2018 indicating that the patient had their device explanted and they were requesting an analysis report. No further complications were reported/are anticipated. [(B)(4) for details related to stimulation being high for benefit/peeing pants].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that "there is something wrong with these units." There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the system was explanted due to the ins being overdischarged. The ins was returned for analysis and was replaced with a new model. The cause of the issue was the patient refused to charge the ins. No further complications were reported.

Manufacturer narrative:
Event date is approximate. The patient said the loss of stimulation began a couple of months ago. Other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient went to their healthcare professional (hcp) because they couldn¿t feel any stimulation and they had more pain the last couple months. The patient met with a manufacturer¿s representative at the hcp office and the rep did diagnostic tests. The rep stated the contacts were shot and the patient needed to have another surgery. The rep stated 7-8 electrodes were firing and the rest were firing at a really high level. The patient asked what would cause this issue and they were going to work with their hcp. The patient mentioned she had to be referred to neurosurgery. It was mentioned the patient¿s lead was embedded in their spinal cord and the hcp said they can¿t remove it because it could cause paralysis. No further complications were reported.